Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During insertion, the catheter broken in two in the proximal part and was not used during the procedure. The procedure completed successfully with another catheter. There were no patient complications reported.